Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler during treatment. Patient was in fill two of treatment. Upon removing the tubing set, fluid was noticed leaking into the cycler. The origin of the leak could not be identified. Prophylactic antibiotics were administered as a precaution and the patient had no adverse effects. Sample is available.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There was no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.